Event description:
A 72 years old (y/o) male with a history of ventricular tachycardia (vt) status post (s/p) ablation 2016 and 2018, s/p cardiac resynchronization therapy with defibrillator (crt-d) upgrade 2018, prostate cancer s/p robotic prostatectomy, squamous cell carcinoma (scc) of oropharynx s/p resection and radiation therapy 2015, ckd (chronic kidney disease) stage 3, dyslipidemia, and intensive care medicine (icm) s/p hm3 left ventricular assist device (lvad) placement on (B)(6) 2019 (hit+) and had mssa bacteremia in (B)(6) 2020. He had frequent runs of nsvt and was started on amiodarone at that time. He presented for annual CT morph and rhc (right heart catheterization)/ramp study on (B)(6) 2024. CT morph showed 50% luminal stenosis proximally in outflow graft. Rhc showed low biventricular filling pressures with low normal index at 5600. Ramp was deferred. Patient remains relatively asymptomatic. He notes mild shortness of breath over the past several months but has been relatively unchanged. He was taken to or on (B)(6) 2024 for release of lvad outflow graft obstructions via subcostal approach. A moderate amount of biodebris was cleaned out from around the outflow graft. A portion of the goretex was then resected to leave a large open channel around the outflow graft. He was discharged to home on (B)(6) 2025.